Manufacturer narrative:
Date of event, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that the unit was not passing the electrical safety test. No patient harm or involvement reported.

Event description:
Additional information was received: event occurred during quarterly preventive maintenance checks. Event date was 23-may-2023. There was no patient involvement. No patient injury and no medical intervention required and no other issues.

Manufacturer narrative:
Other, other text: additional information: a1, b3, b5 and h6 - health effects codes.

Manufacturer narrative:
Other text: d3, g1, and g2 email is: regulatory.responses@icumed.com. H3 and h6 - evaluation codes: updated. Device evaluation: one device was returned for investigation. Visual inspection found the water tank cover was cracked on the left corner around the screw. Functional testing found the device failed the ground bond part of the electrical safety test. The complaint was confirmed. Root cause was attributed to a faulty line cord. What caused this condition could not be established. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the power cord, and water tank cover. Replaced o-rings and reservoir gasket for preventative maintenance. Performed device calibration. Device passed functional testing after the completed repairs.